Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The guidewire ptfe coating was examined and it was discovered that the polytetrafluoroethylene (ptfe) was peeled/scraped off on several places along its proximal approximately 40.0cm from the proximal end. The ptfe coating was scraped on the guidewire on one side. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/or introducer. During functional testing,the returned guidewire was prepped per device direction for use (dfu) and a demo microcatheter was prepared per dfu. The synchro guidewire was loaded and advanced through the proximal end of microcatheter and there was no friction felt during the advancement. Additional information provided by the customer indicated that no anomalies were noted to the guidewire and microcatheter prior to use, continuous flush was maintained, an introducer sheath was used to facilitate introduction of the guidewire into the microcatheter, and friction was experienced at the distal tip of the microcatheter. Based on the investigation, the reported guidewire friction was not confirmed since the returned guidewire was able to be advanced through a demo microcatheter without friction/resistance. It is possible that the microcatheter used in the procedure may have contributed to the reported event. However, this cannot be determined at this time. It is possible that the observed peeling on the ptfe coating was caused by insecure tightening of the torque device collet or due to improper use of the insertion tool. However, since neither of these devices were returned for inspection, a definitive assessment could not be made.

Event description:
Analysis of the returned device revealed that the guidewire polytetrafluoroethylene (ptfe) coating was scraped off on several places along its proximal end. There were no clinical consequences reported to the patient.